Event description:
A ventilator was returned to the manufacturer because of a "ventilator service required" alarm. During the evaluation of the device at the manufacturer's service center, a "o2 regulation" code was found in the ventilator's downloaded error log. It was observed on the error log that e-081 which is recorded when the proportional valve of o2 remains open or close and e-084 indicating that the oxygen supply is out of ±10% for the specified value were recorded. Based on the above, the obm sub-assembly was replaced since it was determined that this issue was a temporary malfunction of proportional valve which is installed in it.